Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data lots by tandem technical support showed the pump battery depleted from 20% and the pump shut off within one hour. The customer¿s blood glucose level was in the 200s (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.